Event description:
It was reported that there were concerns as the pacemaker experienced a significant decrease in battery longevity. Technical services (ts) reviewed the reports and noted that the longevity decrease does not appear to be appropriate device behavior. Ts requested the caller to ensure the correct data was sent. Ts stated that the patient also experienced some atrial arrhythmias that could have contributed to the longevity decrease. The device remains in use. No adverse patient effects were reported.